Event description:
Reprocessed 12mm ethicon trocar leaked co2 during procedure causing loss of pneumoperitoneum, i.e. Hard to see laparoscopic view. Item was reprocesed by stryker sustainability solutions earlier this year.